Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that during a check up the doctor noticed that the abutment screw were fractured. Doctor cleaned up the area and replace the abutment.

Manufacturer narrative:
Zimvie received one (1) ilpc343u, (certain® low profile one-piece abutment 3.4mm(d) x 3mm(h)) for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use, wear. The abutment was fractured at the threads. Threaded piece was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022010368. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022010368 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture screw.¿ the customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev. G 2022/12. Information identified: "potential adverse events" page 2. Based on the investigation and risk management file review as per rmf rm-00057-haz rev. 20, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician incorrectly engages abutment screw into implant, and torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: h3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.